Manufacturer narrative:
The insulin pump was received with button error and no button response due to moisture damage keypad trace. Unable to perform functional testing due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer was at school and had blood glucose of 301 mg/dl and was treated with a manual insulin injection by the school nurse. The insulin pump was in the customer's pocket but cannot confirm if buttons were pressed for longer than three minutes. Nothing further reported.